Event description:
The patient was seen in clinic today (B)(6)2018. The low frequency attenuation was turned on and patient was monitored. Several pvc¿s were sensed and no twos was observed. Patient condition is stable and will continue to be monitored remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing of r waves causing device to record pause episodes were observed. Patient had no symptoms related to the events and condition is stable. The patient will be monitored remotely.

Manufacturer narrative:
Correction: please retract the supplemental report number 2 submitted on (B)(4) , 2018 under report (B)(4) , the previously reported information was inadvertently reported incorrectly in section and does not belong to this report.